Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products. Tacw1, abut,tprd,1-pc,4.5mm lot unknown h4: device manufacturer date unknown / not provided.

Event description:
It was reported the abutments fractured at the screws. After follow up, it was confirmed the threaded part was completely removed from both implants at tooth site #46 and # 47. No impact on the patient reported. Abutments placed on (B)(6) 2025 and removed on (B)(6) 2026.